Event description:
It was reported to nova biomedical that a consumer received a result of 564 mg/dl on their blood glucose meter. The consumer administered 7 units of insulin based on that result. The consumer subsequently experienced a hypoglycemic event, which did not require medical intervention. The consumer consumed juice, soda and candy to eat to bring up her blood glucose level. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use of their initial test strips as instructed in our directions for use. It was also revealed the consumer had not washed her hands after applying hand lotion before testing. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.